Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The customer discovered a loose tubing at reagent probe b and the cts assisted the customer in correcting the loose tubing to resolve the leak. Failure mode is attributed to a loose tubing on reagent probe b and the customer resolved the issue with the help of the cts over the phone. (B)(4).

Event description:
The customer reported a contained reagent probe b leak involving the unicel dxc 600 synchron system. The customer indicated that the instrument generated "out of range low" instrument flag during the event. The customer stated that the leak was coming from the top of the bead on reagent probe b where the tubing enters. The customer was wearing personal protective equipment consisting of gloves, eye wear and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.